Event description:
It was reported that the patient deceased due to congestive heart failure. There is no known allegation from a health care professional that suggests that the death was related to the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.